Manufacturer narrative:
A review of the lot history record for the corrected part and lot# identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. D4 - catalog #, lot #, expiration date, UDI # h4 - device mfg date.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal left anterior descending coronary artery that was heavily calcified, mildly tortuous and 80% stenosed. The lesion was serially pre-dilated the lesion with 1.5x12mm, 2.0x12mm mini trek balloons at 8 atmospheres. Then the xience alpine stent was deployed at 10 atmospheres, and while removing the stent delivery system, check shot revealed that there was a dissection at the distal end of the stent. Another xience alpine stent was implanted to treat the dissection with good results and timi iii flow without any residual stenosis. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.